Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or dislodged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the patient felt pain at the insertion site and looked down and noticed the needle did not retract back into the pod as intended and that the cannula had dislodged. As treatment, a new pod was placed.